Event description:
Customer called to report that cidex activated dialdehyde solution had splashed in an employees eye. She had just activated the cidex and was pouring it into the tray. She did not have eye protection as described in the product labeling. The employee flushed her eye with water for 15 minutes and was seen by a physician. The physician treated the contact with antiboitics. A follow up phone call indicated that the employee was "fine".